Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a pump stop. First it was a low speed operation, with low voltage and low flow within the same alarm. Previous to the alarm there weren't any other low speed operation alarms and the pump went from the normal speed directly to zero. The pt does not remember hearing an alarm and at the time he was connected to the power module. The MFR's technical support group reviewed the log file and confirmed the events reported, and recommended the pt's system controller be exchanged. The pt's system controller was exchanged.